Event description:
The customer reported that a flame was observed at the tip of a covidien pencil. No pt injury was reported.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.